Event description:
It was reported that during a da vinci-assisted inguinal hernia - unilateral surgical procedure, the surgeon had a fault on their left master tool manipulator (mtml) and the arm had to be disabled. The site power cycled the system now universal surgical manipulator (usm) 1 was not working. The technical support engineer (tse) reviewed the logs, but the system did not show the mtml fault or any issues with usm 1. The site moved setup to usm 2, 3, and 4. The site wanted field service engineer (fse) follow up. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the da vinci coordinator and obtained the following additional information: the reported issue occurred during an inguinal hernia - unilateral procedure. They completed the procedure robotically with three system arms. There was no harm to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse called the technical support engineer and requested a log review. The tse reviewed the logs and only found errors 23013 and 23008 for the left master tool manipulator (mtm). There were no errors seen in the logs for universal surgical manipulator (usm) 1.the the fse was able to replicate the reported issue. The fse replaced the mtm to resolve the issue. The system was tested and verified as ready for use. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirm with the technical support engineer (tse) only errors for the left master tool manipulator (mtm) were found. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. This unit was returned for failure analysis and the reported issue was confirmed but could not be reproduced. The log was reviewed and confirmed that error 23013 and 23008 did occur in the field and was pointing to mtm roll. Upon visual inspection, no issues were found that would be related to the reported event. Unit was installed on the golden in-house system and system did not trigger any errors at startup. Performed instrument driving test and everything was working as expected. Performed power cycle multiple times and no issues were observed. The event was confirmed based on the field evaluation but could not be reproduced by the failure analysis team.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The master tool manipulator (mtm) was analyzed and the complaint was confirmed but not replicated by failure analysis. The error logs were reviewed and it was confirmed that error 23013 and 23008 did occur in the field and was pointing to mtm roll. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on the golden in-house system and the system did not trigger any errors at startup. An instrument driving test was performed and everything was working as expected. Multiple power cycles were performed and no issues were observed. As a result of these findings, failure analysis concluded that no root cause could be attributed to this issue.

Event description:
Refer to h11 for follow-up information.